Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a possible peritonitis infection manifested by cloudy drainage. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with unspecified antifungals and antibiotics for the possible peritonitis infection. Eight days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the event and pd therapy was ongoing. Additional information was requested but was not available.